Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that she was treated by paramedics due to high low glucose. The blood glucose reading was 17 mg/dl. The customer was treated with glucose and not taken to the hospital. The customer also ate 2 peanut butter sandwiches and then experienced a high over 600 mg/dl. The customer was wearing the insulin pump at the time of the event.